Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the driveshaft was broken causing the noise and heat issues. The assignable root cause was determined to be due to excessive force during use, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the motor device had excessive noise when removing the bone. During in-house engineering evaluation, it was determined that the device made a loud unusual noise and overheated. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.